Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx kit. During the procedure, the physician completed the first pass using the indigo system catrx aspiration catheter (catrx) and removed the catrx from the patient. Upon removal, it was noticed that the catrx appeared to be stretched. The procedure was then completed using another catrx. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and is being included on this follow-up #01 MFR report. Results: the returned indigo system catrx aspiration catheter (catrx) was undamaged. The total length of the returned catrx is 140.0 cm and it is within specification. A 0.044¿ test mandrel was able to advance through the returned catrx without issue. The catrx was also able to advance through a demonstration neuron max without issue. Conclusions: evaluation of the returned catrx revealed an undamaged device. The total length was measured during evaluation and it is within specification. The reported device stretching could not be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) from an indigo system catrx kit. Upon completion of the first pass, the physician removed the catrx from the patient, and found that the catrx had become stretched. The catrx was therefore removed and was no longer used in the procedure. The procedure was completed using another catrx. There was no report of an adverse effect to the patient.